Event description:
Info rec'd indicates the brake is not holding. The caster wheels roll but the swivel is locking.

Manufacturer narrative:
The technician replaced the brake/steer caster and the brake block assembly to repair the bed.